Event description:
It was reported that the atrial lead could not be inserted into pulse generator header. The lead was not used and replaced successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis confirmed the report of lead insertion into the pacer difficult. The insulation adjacent to the small sealing rings was out of specification.